Event description:
Patient was implanted with 3.5mm lcp proximal humerus plate and screws on (B)(6) 2012. The patient returned to the surgeon 1 month post-operative complaining of pain. X-rays confirmed one screw was backing out. The patient was returned to the o.r. On (B)(6) 2012 for removal of the screw. Surgeon removed the one screw and did not revise patient with a new hardware. The plate and other screws were reportedly still intact and remain implanted. This report is 2 of 2 for the same event. MFR reports: 1719045-2012-00381 and 2520274-2012-00696.

Event description:
Pt was implanted with 3.5mm lcp proximal humerus plate and screws on (B)(6) 2012. The pt returned to the surgeon 1 month post-operative complaining of pain. X-rays confirmed one screw was backing out. The pt was returned to the operating room on (B)(6) 2012 for removal of the screw. Surgeon removed the one screw and did not revise pt with a new hardware. The plate and other screws were reportedly still intact and remain implanted. This report is #2 of 2 for the same event.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.

Manufacturer narrative:
Device was used for treatment.